Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported an rn applied pressure to the drip chamber of an IV tubing resulting in the separation of the spike from the bag during an infusion of docetaxel 75mg/2ml, running at 400ml/hr. There was a leak of the docetaxel that made contact with the nurse's upper extremity. The area was cleansed with soap and water and no treatment was required. There is no report of patient harm.

Manufacturer narrative:
Correction to initial reporter address.